Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure in (B)(6) 2018 and the mesh was implanted. After 9 hours of the procedure, the patient was admitted to ICU because he developed a blood clot, was treated with lovenox and later was treated because the surgical site did not close. The surgical site was treated with wound vac and cultures performed. The patient was seeing an allergist for potential allergic reaction to the mesh. On the last visit (B)(6) 2018, the allergist doctor opined that it is not allergic reaction and she is not treating the patient. It was also reported that, during the visit to allergist on (B)(6) 2018, the patient still has an opening in the abdomen which was a result of a surgical site that did not close after a hernia repair and it was still not healed. No further information is available.